Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 6mm distal of the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was successfully removed with no damage observed. The rupture was found to be in the shape of a pinhole. The procedure was completed using another of the same model. No complications reported, and patient status was good.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 6mm distal of the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was successfully removed with no damage observed. The rupture was found to be in the shape of a pinhole. The procedure was completed using another of the same model. No complications reported, and patient status was good.